Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device intermittently failed to discharge.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device and the mfc cable, which was used at the time of the reported malfunction were put through extensive testing without duplicating the malfunction. The review of the device activity logs indicated that the device displayed "check pads/poor pad contact", therefore, causing the device unable to discharge. This is not an indication of a device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.